Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and reported that they received the patient programmer replacement but that it did not resolve the problem. Patient stated that they were still having connection issues. Patient noted that they think there is something wrong with the port on the patient programmer. Agent sent an email to repair to replace the patient programmer.

Event description:
Information was received from a patient regarding an external device. The caller had a frayed desktop charger (dtc) cord and the connector pin was bent since 2023. Pt spoke to mdt rep in person this year about the issues. An email was sent to repair to replace the dtc. Pt also noted they still had issues connecting to their implant (ins) with the pt programmer. Pt spoke to mdt rep in person this year about the issues. Agent had the pt attempt to connect to their ins using the pt programmer antenna, but they just saw the poor communication screen. Agent had the pt connect their pt programmer to their ins w/o the pt programmer antenna with no issues when they placed the pt programmer directly over the ins. Agent sent an email to repair for a pt programmer antenna. Additional information was received from the manufacturer representative (rep). Rep reported they were not made aware of the issue, and if they were they would have submitted a complaint.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: (B)(6); product type: 0213-recharger b3: event date is date valid  medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 37761 serial# (B)(6) product type recharger product ID 37092 serial# unknown product type multiple therapy product product ID 97740 serial# (B)(6) product type programmer, patient h3: analysis of the (B)(4) desktop charger (s/n#:(B)(6) revealed a bent connector pin at the end of the cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.